Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The lesion being treated was located in the calcified, 100% stenosed distal circumflex. The balloon was being used to pre-dilate the lesion for stent deployment. The initial inflation to 8 atms for 20 seconds was successful. However, the balloon ruptured at 10 atms during the second inflation. The procedure was successfully completed with another maverick otw balloon and by deploying a 20x3.5mm liberte' stent. There were no reported patient complications. Patient status is listed as "good".